Event description:
It was reported that during implant attempt, multiple attempts were made to place the lead in the right atrium, with the helix extended and retracted multiple times. The physician eventually noted that the proximal end of the lead was bent when attaching the rotation tool to deploy the helix. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the distal connector of the lead was extrinsically bent, and visual summary analysis of the lead indicated damage at implant; full lead returned and analyzed.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).